Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The patient has some areas on the modular cable and data cables secured with rescue tape. The patient had a short to shield. The log files were submitted for review. It appeared that the log file captured several low battery advisory/hazards on (B)(6) 2026 at 1934. This occurred due to battery power depletion. Also, the log file captured several of the driveline faults. There were no speed drops or pump stops recorded in the log file. Per the log files, the cause of the driveline faults to replace system controller due to damage to white power cord. The driveline faults resolved with system controller exchange.